Manufacturer narrative:
Pathology for (B)(4)-conclusion- gross findings include mild to moderate abrasions of the lower housing's ceramic surface and matching inferior surface of the impeller. Material noted on the inferior surface of the impeller s grossly and histologically consistent with fibrin. The fungal hyphal structures noted histologically are presumed post-explant saprophytic contaminates. Log file analysis review date: (B)(4) 2014. Data through: (B)(4) 2014. Normal power consumption. Three high watt alarms have been logged at the following times: 1 time (B)(4) 2014 and 2 times on (B)(4) 2014. The high watt alarm limit is currently set to 7.0 w. Waveforms indicate a slight drop in power consumption of approximately 0.5 w starting (B)(4) 2014. IFU information: do not rely only on flow estimation to assess cardiac output. An average estimated flow on the monitor or controller display of less than 2 l/min, or greater than 10 l/min may indicate an electrical fault, incorrect hematocrit entry or an occlusion due to thrombus or other materials (e.g. Tissue fragments) in the device. Inaccurate assessment of pump flow may lead to less than optimal treatment. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Approximately four years and three and a half months post hvad implantation this patient's pump was exchanged due to suspected thrombus. No further information has been provided at this time.